Event description:
Claim alleges that patient was revised. No reason was provided. Update: the sales rep has also reported the revision. Patient was revised due to osteolysis.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2013 - litigation papers received. Litigation alleges pain, implant failure and elevated metal ion levels. There is no new additional information that would affect the investigation.